Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 353mg/dl. Initially, the customer called to request assistance to perform a fixed prime and to change his basal rates. Troubleshooting was performed. No further info was provided.